Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with unknown phone with unknown operating system version. Customer received a scan error message and was unable to obtain readings. As a result, customer experienced disoriented, dizzy, confusion. Customer feel down the stairs and bruised their ribs, wrist, knee and foot due to the fall. There were also bloody wounds on feet and elbow. Customer was unable to self-treat and received treatment by healthcare professional for injuries sustained during the fall from the stairs and also received glucose from family member. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported, with the adc device in use with unknown phone with unknown operating system version. Customer received a scan error message and was unable to obtain readings. As a result, customer experienced disoriented, dizzy, confusion. Customer feel down the stairs and bruised their ribs, wrist, knee and foot, due to the fall. There were also bloody wounds on feet and elbow. Customer was unable to self-treat. And received treatment by healthcare professional for injuries sustained during the fall from the stairs. And also received glucose from family member. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The operating system is unknown, so the g4 - PMA/510(k) number populated is for ios. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.